Event description:
It was reported that the patient with an ambicor penile prosthesis (app) device had a cylinder that did not inflate. The app was removed and an ams 700 inflatable penile prosthesis was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders had broken fabric threads from wear in the proximal end. Both cylinders had wear at a fold in the middle of the cylinder. Both cylinders had a bulge when inflated with syringe. The ambicor pump passed the visual inspection and the leakage testing. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) device had a cylinder that did not inflate. The app was removed and an ams 700 inflatable penile prosthesis was implanted. There were no patient complications.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) device had a cylinder that did not inflate. The app was removed and an ams 700 inflatable penile prosthesis was implanted. There were no patient complications.